Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12742. It was reported the pt's stimulation is no longer covering the established pain pattern. The pt also experiences unintended stimulation in the right leg. X-rays were taken and indicate the lead has migrated. The pt is pending an appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.